Event description:
It was reported that, "the cutting edge advantage gold broach size pf9 was seated just below the neck resection and the above referenced calcar planar was introduced attached to a stryker reamer. With the reamer on, it was introduced over the post of the broach and the planar ripped off 70% of the medial calcar. The surgeon had intended to use a securfit cementless stem, but because of his concern now with the stability of the fractured medial calcar, decided it would be better to cement than use a cable and a cementless securfit stem. So he cemented an eon #8 stem."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Should device become available, the eval summary will be submitted in a supplemental report.